Event description:
Information received from the field notes that the lead was being implanted in the right ventricle. The lead perforated and the patient went into cardiac arrest and could not be resuscitated.